Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (B)(6) alleging that a one touch verio iq meter read inaccurately erratic. The patient reported blood glucose results of "11.5 and 14.2 mmol/l" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan's criteria for precision testing. The patient did not allege any harm or injury because of the reported issue. The patient did not have control solution for troubleshooting. The patient was sent replacement product(s). Based on the information provided, this complaint was initially ruled out as MDR-reportable due to the following conclusion: the patient performed a meter-to-same meter comparison where the calculated difference of the reported results does not exceed lifescan's criteria for precision testing. Also, there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. Lifescan (lfs) received the meter and test strips involved with the complaint on (B)(4) 2012, respectively and completed device evaluation with the returned products on (B)(4) 2012, respectively. Investigation did not confirm the alleged complaint with the returned meter amd test strips; however, there was a secondary issue found with the returned test strips. An "error 4" issue occurred with the test strips. This complaint is now being reported due to the secondary issue found with the test strips.